Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device would only function in reverse which prevented drilling. The device was in use with a cable device. There was a three minute delay to the planned surgical procedure. A spare device was used for the remainder of the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The initial medwatch stated the date of manufacture was unknown, the date of manufacture is mar 25, 2014. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit did not function. It was also observed that the device failed pretest for check function with foot pedal and check function and direction of rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.